Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 62 mg/dl. The customer reported that they had damage on the battery compartment, across from b button. The customer stated that the reservoir compartment or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted.